Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of speaker damage. It must be noted that the service team identified a loose speaker in the rear case and replaced the rear case assembly which includes the speaker component. The device in question was repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump low or no volume. There was no patient involvement. No additional information is available.